Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed an infection accompanied by swelling. During a subsequent surgical procedure, the ipp was removed and replaced with a tactra device. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100785852. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.